Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) was dispatched to investigate the unit. Inspection of unit, discovered that unit¿s pim, helium tank were missing. Replaced pim and compressor. Equipment operated as normal. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received a patient interface module assembly, with a reported that the patient interface module assembly failed during new pim installation. Performed visual inspection of a patient interface module assembly per the cardiosave service manual revision q and found no visual damage and the part looks to be in good condition. Installed the patient interface module assembly into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the patient interface module assembly in accordance with procedure number (B)(4) and the cardiosave service manual revision q. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that during the all manifold test the pim failed the leak diff pressure (27mmhg). The all manifold test/leak test did trigger the reported problem of the unit failed the new pim installation. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure (B)(4). The failure analysis and testing department received the following parts associated with this complaint: compressor scroll. This part was received with a reported unit failure message of compressor output tests result was higher. Performed visual inspection of this part received and part looks to be in good condition. Installed the compressor, scroll, into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of compressor output tests result higher. Compressor passed testing. The fat dept. Chosen not confirmed root cause grid for this part. Retaining compressor in the fat dept. As per procedure (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the (getinge loaner) cardiosave intra-aortic balloon pump (iabp) discovered new pim faulty during new pim installation. There was no patient involvement.